Event description:
A customer in (B)(6) notified biomérieux of discrepant results associated with vitek®2 gn test kit (reference (B)(4)). The customer reported the expected result was klebsiella pneumoniae, but initial testing on vitek® ms result gave a result of raoultella ornitholytica and initial testing with vitek®2 gave the result of raoultella planticola. Repeat vitek 2 testing gave the same result. There is no indication or report from the laboratory or physician that the discrepant result led to any adverse event related to a patient's state of health. An internal biomérieux investigation will be initiated.

Manufacturer narrative:
A customer in south africa reported a misidentification of a klebsiella pneumoniae quality control strain as raoultella planticola in association with the vitek®2 gn test kit (reference 21341). Initial testing on vitek® ms was raoultella ornitholytica, and raoultella planticola twice with the vitek 2. An internal biomérieux investigation was performed. Problem description: mode- ivd clinical. Kb version- 3.0. Issue type- misidentification. Vitek ms results: (B)(6) 2018. Spot a1: no identification. Spot a2: single choice to raoultella ornithinolytica. (B)(6) 2018: spots e1 and e2: low discrimination to raoultella ornithinolytica - raoultella planticola - klebsiella oxytoca. Spots e3 and e4: no identification. (B)(6) 2018: spots i1 i2 and i3: single choice to raoultella planticola. Spot i4: no identification. Expected ID = klebsiella pneumoniae (thistle external quality control). Other identification method- vitek 2 = raoultella planticola . Culture conditions- information not provided. Conclusion on the system: 1. System was operational during the tests made in april (fine tuning acceptance criteria conform) and was not optimal during the tests made in january and march. 2. Spot preparation quality was good (the "all peaks number" from the calibrator strain is homogeneous - it can be extrapolated to the sample). Conclusion on the internal tests performed with the customer strain: the strain was submitted by the customer and tested internally. Results: 1 spot: raoultella ornithinolytica. 4 spots: low discrimination between raoultella ornithinolytica and raoultella planticola. A sequencing of the strain was done and gave raoultella planticola 100% (16s). Conclusion on the identification: the expected identification is raoultella planticola and not klebsiella pneumoniae as reported by the customer. The correct identification was obtained during the tests made in march and april. The correct identification was also obtained internally on four (4) spots out of the five (5). However, an incorrect identification to raoultella ornithinolitica was also obtained and this misidentification was reproduced internally. This misidentification might be explained by the fact that raoultella ornithinolitica and raoultella planticola are close species. On the sequencing report, raoultella ornithinolitica is the second choice proposed with 99.68% identities. Suspected cause of the issue: knowledge base limitation regarding the identifications of r. Ornithinolitica and r. Planticola.